Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer programmed a carbohydrates value of 40grams into the bg section and the bg value of 138 (mg/dl) into the carbohydrates section. Review of the bolus history by tandem technical support verified that the unintended bolus had been fully delivered, and bg level was 192 mg/dl. The customer reported that the reported event occurred due to user error and declined further assistance from tandem technical support.